Event description:
Customer's family member called to report the pump's reservoir door opened and insulin had been delivered. Blood glucose were treated at the hospital. It was stated that they did not remember how the back door came open during the church function. Device was not in a case.